Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini tray drawer was jammed and failed to open. The field service engineer opened the back panel and ran hardware test application (hta) to check the mini drawer, specifically aux drawer 2¿2.2. It was identified that the drawer required alignment, as it had shifted to the right side and was hitting the panel, preventing it from opening. The alignment was corrected, after which the mini drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the mini tray was jammed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.